Event description:
My doctor injected me with filler called artefill on the two sides of my "chin", about 12 years ago. The name has been changed to bellafill. This is permanent pmma filler. About two years ago I began to notice bumps in those areas. I did not know what they were, and my doctor sent me to get an ultrasound. It turns it my body is reacting to the pmma filler. This reaction is causing granulomas in the areas that continue to get larger. My doctor spoke to a doctor at suneva, the company that sells bellafill and was advised a course of treatment that involved biweekly injections to reduce the inflammation for over two years. The injections help control the inflammation but do not resolve it. Furthermore, the repeated injections have caused atrophy in the tissue around the site. My doctor tried to surgically remove the product and the granulation tissue but was unsuccessful. Through my research I have found many others with the same problem. There is even a support group that I am a part of trying to find a solution. Suneva not only refuses to take responsibility for the adverse side effects but continues to sell the product without warning of the possible consequences. Their website states the filler will last five years. This is a lie. The product does not dissipate over time. At this point my only real option is to have an invasive surgery that will leave my chin area deformed. I will then have to add fat graphing to try to re-shape the area. This is extremely costly, and I may still end up with deformities. The FDA only test included only a five-year post application. Side effects show up after 8 years or so. One person in my support group had the product injected nearly 20 years ago in several areas and has had multiple surgeries to remove and reconstruct her face. Many doctors do not sell this product because of its adverse effects. However, many more do. Suneva is aware of the problem, yet they continue to market the product as a safe filler option. This product needs to be pulled from the market and suneva needs to be held accountable for selling a product knowing of the adverse long-term consequences. Thank you, (B)(6).